Event description:
It was reported that there is reasonable evidence suggesting this device was explanted due to a product performance issue. The device was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event stating that the patient was sent to surgery. This implantable pulse generator was returned for analysis and it was determined that a normal device operation was noted during analysis. No visual irregularities noted, and normal battery depletion was noted. Therefore, the investigation conclusion is no problem detected.

Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated should further pertinent information be provided from the analysis.

Event description:
It was reported that there is reasonable evidence suggesting this device was explanted due to a product performance issue. No additional adverse patient effects were reported.